Event description:
It was reported ventilator alarmed "nebulizer hardware error" while on a patient. There was no injury to the patient, and no disruption of ventilation. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).